Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient was not showing on pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not shown. A technical support specialist (tss) attempted to contact the customer multiple times but received no response. The server was accessed and server was reviewed, showing three patients under the same mrn, one admit discharge transfer (adt) patient and two temporarily created patients from different units. The adt patient had been admitted and discharged on the same day. Guidance was prepared to advise the customer to contact the adt team to send an update or undo discharge message if they called back. After no response for over phone or email, the case was marked as completed. The system functioned as intended after the technical support specialist investigated the issue.